Event description:
It was reported that the patient had to seek medical attention due to hypoglycemia. The patient's blood glucose levels reached 60 mg/dl while wearing the pod. It was also mentioned that the patient was having a seizure. The emt (emergency medical technician) administered baqsimi and then juice and crackers. The patient did not go to the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.